Event description:
Procedure: nephrectomy. According to the reporter: the device would not close correctly on the hilum of the kidney (renal artery/vein). Once the 2nd gun closed, the staples didn't fire correctly and artery wasn't transacted correctly. One cartridge broke when pulled out of the port. Used a competitor gun. The pt had bleeding from renal artery (1500 units).

Manufacturer narrative:
(B)(4).